Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the reported complaint that a pump module did not trigger the ¿air in line¿ alarm was observed on the received photos. Photos showing air in the line within an administration set was provided by the facility, confirming the reported issue. The review of the pump module event log observed the ail bolus limits was set to 250ul and accumulated air disabled. A review of the concomitant pcu error log showed no errors or malfunctions relevant to the customer¿s complaint. No laboratory testing was able to be performed as no devices were returned for investigation. The administration set was not returned for investigation; therefore, it could not be inspected. Pr (B)(4) was opened to investigate the primary and secondary administration sets. The bd alaris pump module air in line tip sheet states that when inserting the tubing into the ail detector, use a fingertip, and firmly push tubing toward the back of the ail detector. Close the roller clamp on the tubing set and pause the channel before replacing a fluid container to avoid air from entering the IV tubing. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm). The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. The pump module monitors the amount of air that passes the air sensor. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor which is based on the setting of the air-in-line single air bolus. There are lower single bolus air-in-line settings available to the facility that can detect smaller single air bolus, the tradeoff could be additional nuisance alarms. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the report that a pump module did not trigger the ¿air in line¿ alarm is suspected to be due to air boluses being smaller than 250ul single air bolus setting required to trigger the alarm and the accumulated air being disabled.

Event description:
It was reported that a primary and secondary drug were set up in the assembly of a pcu and a large volume pump module. The patient saw the air in the tube and alerted the nurse. The nurse stopped the pump and stated that the tube from the y-site connecting to the primary drug was kinked; thus, the air may have pulled from the secondary drug after it got emptied. Despite the air introduced in the tube, the pump did not trigger the alarm. There was patient involvement but no harm. The customer later reported that they performed an internal investigation and found no fault with the device. A copy of the health canada report was received, which states, "primary and secondary drug was set up in the assembly of pcu and large volume infusion pump (sn: (B)(6)). The patient saw the air in the tube and alerted the nurse. The nurse stopped the pump. The nurse stated that the tube from the y-site connecting to the primary drug was kinked; thus, the air may have pulled from the secondary drug after it got emptied. Despite the air introduced in the tube, the pump did not trigger the alarm. If the patient did not catch the air in the tube, there would had been potential air embolism which could seriously harm the patient.".

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a primary and secondary drug were set up in the assembly of a pcu and a large volume pump module. The patient saw the air in the tube and alerted the nurse. The nurse stopped the pump and stated that the tube from the y-site connecting to the primary drug was kinked; thus, the air may have pulled from the secondary drug after it got emptied. Despite the air introduced in the tube, the pump did not trigger the alarm. There was patient involvement but no harm. The customer later reported that they performed an internal investigation and found no fault with the device.

Event description:
It was reported that a primary and secondary drug were set up in the assembly of a pcu and a large volume pump module. The patient saw the air in the tube and alerted the nurse. The nurse stopped the pump and stated that the tube from the y-site connecting to the primary drug was kinked; thus, the air may have pulled from the secondary drug after it got emptied. Despite the air introduced in the tube, the pump did not trigger the alarm. There was patient involvement but no harm. The customer later reported that they performed an internal investigation and found no fault with the device.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.